Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H3: evaluation summary: customer report of restricted leaflets was confirmed due to observed host tissue overgrowth. The x-ray demonstrated commissure 3 was bent outward and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray demonstrated minimal calcification on leaflets 1 and 3. Extrinsic calcific deposits were observed on the surfaces of leaflet 3 on the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and moderate to heavy at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 2mm at commissure 2, and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Sewing ring cloth was cut around commissure 3.

Event description:
It was reported and learned through investigation that a 21mm 11500a aortic valve was explanted after an implant duration of 3 years due to significant subannular pannus, restricted leaflets, insufficiency, and high gradients. The explanted device was replaced with a 19mm non-edward's mechanical valve. Per hospital rn manager, patient underwent redo avr, the valve was replaced with a 19mm st. Jude mechanical valve. Findings showed bioprosthetic valve had 1 leaflet that was moving freely. Two of the leaflets were somewhat stiff and there was a white clot noted at the edge of 1 leaflet. In addition, there was a mild pannus noted below the valve. The patient is doing well post procedure. Field clinical specialist spoke with one of the surgeons: patient had gradient of 39mmhg and was symptomatic. Post-op 1st and 2nd year, gradient was 20mmhg. Then most recent visit felt ill and gradient increased to 39mmhg. They placed her on coumadin to see if it would bring down the gradient but did not make a difference. There was no calcium build up on valve, however, there was significant subannular pannus. The patient presented with chronic heart failure. Per medical records, the patient presented with heart failure and underwent redo avr. Intra-op findings showed the aortic valve with 2 stiff leaflets and mild pannus below the valve. The 21mm valve was removed, annulus debrided, and removed pannus formed under the annulus. A 19mm non-edwards st jude mechanical valve was implanted in replacement. Tee showed good function of the new valve. The patient was transferred in stable condition to the ICU and discharged on pod #7. Hospital pathology report, gross exam of av showed reddish-brown vegetations, no calcifications seen. Final diagnosis: aortic valve specimen show fibrous fragments with focal exogenous material and foreign body giant cell reaction with focal inflammatory cells.